Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient reported they required hospitalization due to sensor inaccuracy. The patient reported being in the hospital for approximately 24 hours. She stated the incident occurred on a sunday but was unable to recall the exact date. The patient did not report calling 911 or transporting herself to the hospital. During that episode, the cgm readings were described as persistently low without fluctuation. Specific cgm values and fsbg readings during the report were not reported. During this period, the patient experienced hyperglycemia symptoms including dry heaving, nausea, sweating, irritability, confusion/disorientation, extreme thirst, and feeling generally unwell. Reported treatments during the event included food, drinks, IV insulin, and IV fluids. The patient did not indicate whether she was accompanied at the time of the incident. At the time of report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was clarified that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.